Event description:
Nidek received a complaint form a customer on (B)(6) 2014. Doctor complained of observing thin flaps while doing surgery with mk-2000;sn (B)(4) on (B)(6) 2014. Doctor performed surgery on 11 pts and experienced of getting thin flaps for the first few cases with the 130 blade holder. The doctors then switched to the 160 blade holder and again experienced the same. They had to change the blades between each eye due to the variability. The procedure was completed with no pt injury involved.

Manufacturer narrative:
The affected device was returned on (B)(4) 2014 to nidek for eval. Nidek service engineer (se) had conducted an eval and tested the device for proper operation. Mechanical test were performed and service engineer confirmed that the device is working within specs. No failure was found. Nidek inc. Considers it a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.